Event description:
A 73-year-old female with a history of coronary artery disease, diabetes mellitus, and renal insufficiency on dialysis underwent impella support for high-risk percutaneous coronary intervention (hrpci), with a pre-support clinical state consistent with scai shock stage c. The impella device was inserted percutaneously via the left femoral artery on (B)(6) 2026, and functioned as intended during support, operating at p-7 and providing approximately 2.6 l/min of flow with d5w sodium bicarbonate utilized in the purge solution. Upon arrival to the critical care unit, the clinical team noted that the insertion site dressing was saturated; after removal, oozing was observed and subsequently improved with angle repositioning. The most recent activated clotting time (act) was reported to be greater than 300. The patient expired while on support on (B)(6) 2026. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage c shock on multiple inotropes and pressors, was ventilated for respiratory support as well as significant past medical history.

Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Oozing did stop, the patient had other issues that they succumbed to, unfortunately the pump was discarded.

Manufacturer narrative:
B5: added additional information.

Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the injury was use related as the issue resolved with angle matching and additionally the act was noted to be over 300 upon arrival to the unit.